Manufacturer narrative:
A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Product lot qualification records were reviewed and determined to have passed all acceptance criteria.

Event description:
A customer activated a pod at 6:30pm and positioned it on his leg. His bg was within normal range at 108 mg/dl. While walking he "experienced pain on his leg" and repositioned the pod to alleviate the pain. At 11pm that night his bg was still within normal range at 180 mg/dl. At 4am, his bg read 280 mg/dl. The customer removed the pod because he "felt a sharp pain" where the pod was placed and noticed the cannula appeared bent.